Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -11.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2024 the lens was exchanged with a longer length lens. This resolved the problem. The cause of the event was reported as unknown.